Event description:
A patient being treated for rib fractures was plated anteriorly at ribs 6-7 and posteriorly at ribs 6-10. Three months post implant, the patient developed a large sub-scapular seroma which required prolonged drainage and subsequently became infected. The patient was returned to the operating room on (B)(6) 2012, for removal of the hardware due to infection. Reportedly the fractures were fused and patient was not revised to additional implants. The surgeon indicated the patient was not compliant with post-op instructions. This report is #28 of 44 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.